Event description:
It was reported that the customer inadvertently performed the load sequence multiple times while connected to the site. This event led to the customer becoming unconscious on the floor, and paramedics took them to the emergency room, and they were subsequently hospitalized with a blood glucose (bg) level of 89 mg/dl; cause was unknown. The customer was treated with intravenous fluids of saline to address the low bg level. The customer was discharged 3 days later, (B)(6) 2024 with the issue resolved, however, the customer experienced memory loss from this event. Customer reverted to an alternate method of insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.